Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor filed incoming testing. The cause was shorted pins of the j2005 connector for the auxiliary board. The shorted pins caused the monitor to fail incoming testing. The root cause for the shorted pins on the connector was unable to be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.